Manufacturer narrative:
Investigation: our quality engineer inspected the returned unit and confirmed the reported observation of a cut catheter. No stretched phenomenon or elongation of the catheter tubing was observed to indicate any issue with the tubing material. The manufacturing process has been reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause damage of this type. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the catheter was broken during the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if catheter is broken before use. Based on the investigation and analysis, the reported nonconformance is not caused by the manufacturing process. The probable cause of the broken catheter could be due to cut by sharp object such as scissors during product removal from vein. However, user would had read and followed the instruction for use in the shelf box, which states ¿do not use scissors at or close to the insertion site.¿. Therefore, the root cause cannot be established.

Event description:
It was reported that catheter breakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "removing the device they saw there was a part of the catheter missing. The broken part remained in patient's vein. A surgery intervention (with local anesthesia) was required to remove the part. The surgery was successful."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter breakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "removing the device they saw there was a part of the catheter missing. The broken part remained in patient's vein. A surgery intervention (with local anesthesia) was required to remove the part. The surgery was successful."